Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: " the device alarmed intermittently with technical event: (B)(4) (pressure sensor tolerance)." No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Additional information: hamilton medical ag comes to the conclusion: pressure sensor assembly identified as the defective component. Pressure sensor assembly was replaced and solved the issue. Corrected: h6 section imdrf codes were updated/corrected.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: " the device alarmed intermittently with technical event: 233005 (pressure sensor tolerance)." No clinical signs, symptoms or conditions. No health consequences or impact.